Manufacturer narrative:
(B)(6). Date of report: 15aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm led failed issue. The manufacturer¿s field service engineer (fse) replaced the led to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported alarm light emitting diode (led) failed. There was patient involvement, but no one was harmed.